Event description:
Spouse spontaneously reporting that pt's pumps have had error of no cartridge detected after the pump had been running for some time. It has usually occurred over night or in the morning. Spouse is not certain which pump has had this alarm. Pt calculated the amount given and it was correct for the time period that had passed, and there was no medication found on pt inquired if black cap looked worn. Pt has back up black cap they will use. Cnss notified, no other info. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we (MFR) replace device? No. Reported to (B)(6) by pt/caregiver. Dose or amount: 0.038 ml/hr, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.